Event description:
The complaint is reported as: the customer was unable to detach the blade from the handle after intubation. No pt injury reported.

Manufacturer narrative:
The device history record (DHR) review could not be performed as the lot number was unk. The sample was not returned for eval, therefore, the complaint could not be confirmed.